Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported complaint could not be confirmed. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The root cause can be attributed to the reported hard bone quality of the patient as well as the reported improper instrumentation for bone preparation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that the tip of his healix advance full tap, 5.5/6.5mm was bent and was not able to be used for the procedure. The surgeon used the healix awl only to prepare the bonehole but when the customer's healix advance br anchor 5.5mm was inserted approximately half way the anchor broke. The surgeon completely removed the broken pieces, leaving no fragments in the joint space. The surgeon completed the procedure with a titanium anchor in a bonehole next to the original spot. The sales rep reported that the surgeon was satisfied with the fixation but would have preferred the 1st bonehole location. The sales rep reported that the patient had very hard bone. The sales rep could not provide the lot number for the tap but reported it was over 3 years old. The customer already discarded the complaint devices. See associated medwatch # 1221934-2015-00967.